Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post-implant interrogation, the patient¿s implantable cardiac monitor exhibited a longevity anomaly. A remote transmission was received two days after implant and was analyzed. The device did not exhibit any battery longevity anomalies. The patient was stable and the device would be monitored.